Manufacturer narrative:
A review of the device history record has been completed. The pump passed all previous tests. Complaint data was reviewed, there are no previous complaints on this device. Device return requested. This MDR will be reopened and updated in the event the device involved or additional information becomes available.

Event description:
On 02/23/2024, infutronix received a report that a pump powered off intermittently on its own without warning, causing loss of infusion parameters. The infusion cannot resume without causing delay in treatment. Requested device to be returned.

Manufacturer narrative:
DHR was reviewed, and the pump passed all previous tests. There are no previous complaints on this device. Pump was received on (B)(6) 2024. Analysis of the returned device was completed on (B)(6) 2024. The event log was reviewed, and confirms that there was an abrupt power off during an infusion without any alarm or alrert before it happened. During functional testing, the reported problem could not be duplicated.